Manufacturer narrative:
Device eval by manufacturer: the device was not returned therefore device analysis could not be completed. The lotus valve was implanted in the patient. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. A review of the media provided identified no visible issues during the lotus valve implantation which could potentially have contributed to the complaint event. The review captures a contrast assessment of the released lotus valve in the annulus. No valvular insufficiency is evident from the index procedure media. The lotus valve appears to be well positioned and the implantation of the lotus valve identified no anomalies. The reported event cannot be confirmed from the media provided as the event occurred 1495 days post index procedure.

Event description:
Reprise iii study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of the index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon aortic valvuloplasty(bav) and subsequent deployment of a second 23 mm lotus valve into the proper anatomical location. The subject was discharged on aspirin and clopidogrel one day post index procedure. Post procedure event summary: on (B)(6) 2020, 1495 days post index procedure, echocardiogram revealed moderate aortic regurgitation. On the same day during protocol scheduled 48 months follow up visit, echocardiogram revealed aortic valve area of 1.0 cm^2 . The mean aortic pressure gradient was 24 mm hg and the left ventricular ejection fraction was 55%. No aortic regurgitation was noted.